Event description:
This device was implanted on (B)(6) 2014 and was explanted on an unknown date. This was noted on (B)(6) 2014 due to ventricular tachycardia. Hospitalization of patient was due to ventricular tachycardia treated with 12 anti-tachycardia pacing. Physician was unknown at (B)(6) in germany. No additional information available. On (B)(6) 2014 patient was admitted to an outer hospital. The ventricular tachycardia's were probably due to potassium anemia. Patient was transferred to hospital (B)(6) 2014. In total 17 shocks and 21 anti- tachycardia pacing. Physician was unknown at (B)(6) in germany. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).